Manufacturer narrative:
Device evaluation summary belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the pulse wire was intermittent in the cable connecting the front therapy electrode (te) and ECG electrode a. The intermittent wire was likely the cause of the reported 'check therapy pad messages'. The root cause of the intermittent wire is excessive force placed on the trunk cable. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant 'check therapy pad' messages.